Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. Hemostasis was achieved by manual compression for twenty minutes. The device was attempted to be used after an interventional coronary procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The 6f non cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. There was mild vessel tortuosity and there no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. Hemostasis was achieved by manual compression for twenty minutes. The device was attempted to be used after an interventional coronary procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was presence of calcium in the vicinity of the puncture site. There was mild vessel tortuosity and there no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU). A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The sealant remained in its manufactured position, fully covered by the sealant sleeves. Additionally, the syringe and sheath used in the procedure were returned with the device. During this unaided eye evaluation, no abnormal conditions were observed. Per functional analysis, the deployment mechanism was executed to evaluate the intended use of the device. During this analysis, it was concluded that no anomalies or impediments were present that could compromise the deployment functionality of the returned unit. Additionally, the balloon inflation/deflation evaluation was executed, and it was observed that a pinhole was present on the balloon of the evaluated unit, resulting in a leak that could be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was mild vessel tortuosity and presence of calcium in the vicinity of the puncture site) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, the IFU instructs ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU reports that the safety and effectiveness of the mynx control vcd have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.